Event description:
It was reported that the lead warning triggered due to low impedance, and a polarity switch had occurred. An increase in lead thresholds has also been noted, and oversensing was suspected. The information will be discussed with the physician in order to determine a plan of care. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.